Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During preparation outside the patient, upon setting up the device, the suture broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During preparation outside the patient, upon setting up the device, the suture broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h11: a speedband superview super 7 was received for analysis. Visual inspection of the returned device revealed that the suture was broken and detached from the teeth of the ligator housing. No other problems were noted. The reported complaint of suture break was confirmed since the returned device showed a detached suture. This problem might have to do with the technique used by the physician or the way the device is being handled when setting up the ligator housing into the scope. It is most likely that the shrink wrap was taken off the ligator housing with excessive force that would ultimately end up in the suture detachment as seen on the analysis. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.